Event description:
It was reported that the patient's implantable neurostimulator (ins) had migrated closer to the surface of the skin. The patient had surgery on (B)(6) 2012 to reposition the ins to a new location. A new ins was implanted and the old one explanted. No accident or incident was related to this event. If additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Product ID: 3889-28 lot#: v891124 serial#: implanted: 2012 (B)(6), explanted: product type: lead product ID: 3037 lot#: serial#: (B)(4), implanted: explanted: product type: programmer, patient. (B)(4).